Event description:
During heart cath on 3/24, 8 fr introducer and sheath placed by doctor. Upon removal of dilator, sheath seal came off with dilator and was cracked. Procedure terminated and pressure held to stop arterial bleeding. Back flow valve. Elective percutaneous transluminal coronary angioplasty/stent rescheduled for later date.